Event description:
Patient presented back to the physician with drainage at the ipg incision site. Physician prescribed an antibiotic. Patient presented back to the physician with continued infection. Physician removed inspire system and flushed the pocket with antibiotics.

Event description:
Patient presented to the physician with drainage from the ipg pocket on (B)(6) 2021. Physician prescribed oral antibiotic (ceftin) with topical antibiotic (bactroban). Patient presented back to the physician on (B)(6) 2021 drainage recurring. Physician prescribed antibiotic (doxycycline). Patient presented to the physician with pain and superficial area of ipg pocket was draining on (B)(6) 2021. Physician stopped the doxycycline and prescribed oral antibiotic (ceftin) for 21 days.